Event description:
The facility's biomed engineering dept reported the device was found with black smoke on the power cord strain relief, pole clamp assembly, power cord retainer, and the IV pole. Biomed also reported that the power cord strain relief was fused together. The facility's risk mgr reported the "power cord arched and almost burned in two". No pt involvement was reported and the hospital rep stated that there was no report of pt incident since the last baxter service event.